Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was present due to a printed circuit board failure. Additional evaluation findings are as follows: 1.) Front panel continuously turned on due to a printed circuit board failure; 2.) Noise in image due to failure of the video cable connectors; 3.) Circuit boards loose due to broken stands. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A loaned device was returned to olympus for processing. Upon inspection and testing of the returned device, no image was present. This report is submitted due to the finding of no image, identified during in-house service of the device. As the problem was identified during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image and the front panel is continuously on because of a faulty printed circuit board (dp board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.